Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges.

Event description:
Customer reported syringes with leakage. The leakage appears in the syringe tip, between the inner part where the liquid is drawn and the outer section of the syringe. Customer description of quality issue: we filled nine syringes with hydroxocobalamin 5 mg/ml, removed the air, and adjusted the volume to 0.6 ml. The syringes were then packed in individual bags. Approximately 20 minutes later, during a routine check, leakage was discovered.